Event description:
According to the reporter, "during meniscus repair surgery, 8536 double arm needle was used, and seven were used for patients.two of them were opened with plastic packaging and paper boxes opened to use the product, but they were not included."

Manufacturer narrative:
The device will not be returned and no pictures of the device issue were provided. Production records were reviewed. There were no nonconformities noted with the lot during production. All finished goods testing requirements were met prior to release. Three retained samples from the same lot were examined to verify that the product was present inside the paper boxes. All retained samples had product present and no nonconformities. There was no evidence that the device failed to meet specifications, and the report could not be substantiated. A cause for the event cannot be established. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical or its employees that riverpoint medical or its employees have caused or contributed to the event described in this report. Riverpoint medical has filed this information to comply with the medical device reporting regulation 21 cfr 803. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA.